Event description:
The customer reported saved images do not match patient information. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hdd was evaluate and replaced. The configuration files were reloaded. The system was tested and found to be working as intended and returned to service.